Event description:
A customer reported experiencing high blood glucose (bg) levels, with no specific cause identified. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a correction injection using multiple daily injections but noted that blood sugar levels did not decrease, and they did not require further assistance from technical support, instead being advised to contact their healthcare provider.